Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with cilanem. It was unknown if the patient recovered from the peritonitis.